Event description:
According to the reporter: the endocatch ii bag tore during the unfolding. Four bags were used unsuccessfully, so the specimen was manually removed from the patient cavity. There was no report of patient impact. Procedure: unk.